Event description:
The patient reported consistently elevated blood glucose levels over the two days prior to reporting, with the most recent reading reported as 485 mg/dl after approximately 24 to 36 hours of pod wear. The patient further reported becoming unresponsive and being taken to the emergency room (ER) on (B)(6) 2025, where they were diagnosed with covid-19 and hyperglycemia. It was noted that the patient had been ill with covid-19 approximately one week prior to the event and reported feeling dehydrated and unresponsive, which prompted the ER visit. The patient was treated with intravenous insulin and fluids and was discharged the same day. Following the ER visit, the pod was removed. The patient reported that the pink slide had advanced and that the cannula was visible, with no damage or leakage noted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.